Event description:
A customer reported that their insulin pump incorrectly indicated it had less insulin when a new cartridge was loaded. There was no reported impact to the customer¿s blood glucose level. The customer, currently out of warranty and in the process of obtaining a new device, requested a follow-up call. No further troubleshooting was performed as the customer declined, and technical support documented the issue and closed the case without additional actions.